Event description:
The patient underwent hand assisted lap sigmoidectomy surgery due to diverticular disease. A repair of colovesical fistula was performed during the procedure. End to end anastomosis was performed with the car. Upon heightened fever and tenderness on pod 5, a gastrograffin enema-contrast revealed leak. Patient was taken back to operating room for re-operation. Open exploration revealed leak proximally and anteriorly with ring in place in rectum. Rectal stump was closed oversewn, and proximal was pulled up to an end-colostomy. Tear was proximal - anterior, rectum was thickened, two layers of rectal tissue seen on reop. Plan to leave in place for at least 6 months.

Manufacturer narrative:
This report is submitted on behalf of the manufacturer (niti surgical solutions ltd; 3005278776) and the (B)(4), as niti surgical solutions ltd serves as the designated complaint handling unit for both facilities. The production history file was reviewed, indicating that the device was released according to the product specifications. The ring was returned for evaluation and is still being evaluated. No conclusions could be currently drawn out based on the available information. Leaks are anticipated adverse events in colorectal anastomotic procedures and the current cumulative leak rate found with the use of the car device is within the range reported in the literature for anastomosis devices. The patient was severely obese, a factor which is known to be associated with an increased risk of anastomotic failure.